Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. The customer then mentioned that he was hospitalized for high blood glucose levels. The customer stated that his blood glucose levels were above 500 mg/dl prior to being hospitalized. It was discovered in the hospital that his insertion site was badly infected. The customer suffered a high fever for four days. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer did not have the tubing clamp for high pressure test. Nothing further was reported.